Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch, reference number 0010303 and lot number huug2256, was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an "additional recurrence repair and removal of mesh." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch, reference number: (B)(4) and lot number: huug2256, was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an "additional recurrence repair and removal of mesh." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2011: patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified and excised. A ventralex large mesh (device #1) was then placed into the fascial defect.¿ on (B)(6) 2011: patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of mesh (device #1). Per operative notes, ¿multiple small defects were identified. There was a displacement of mesh and shrinkage. All the herniated omentum was removed, and the mesh was adhered to the skin. The mesh (device #1) was completely excised. A composix l/p mesh (device #2) was placed and tacked.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent removal surgery.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, mesh migration and mesh shrinkage thereby underwent mesh removal. The instructions-for-use supplied with the device lists adhesions and mesh migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.